Event description:
The pt entered the emergency room with low blood glucose levels. After changing her infusion needle, she used the prime function while the needle was inserted. She accidentally infused 18 iu of insulin.